Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited post paced t-wave over-sensing. Programming changes were made. Patient condition was stable pre and post programming changes.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited post paced t-wave over-sensing. Programming changes were made. Patient condition was stable pre and post programming changes.